Manufacturer narrative:
Device evaluation: visual inspection of the returned complaint device was performed at 10x microscope magnification. The device analysis noted that lens was observed in two pieces and cut in the center. Evidence of viscoelastic residues, ovd (ophthalmic viscosurgical device) was detected in the lens optic body. The unit was cut with sharp tools during surgical process. Therefore, reported issue of ¿scratches defects in lens¿ could not be verified. As per review of the device history record (DHR), product was manufactured and released according to specifications. During manufacturing process, any defect found on the lenses that do not meet specifications are rejected. There were no non conformances related to the reported issue. A historical complaint data review was performed and results did not identify any product deficiency. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Based on returned device analysis, manufacturing record review and labeling review, no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). Follow up with the surgery center was conducted as the initial report was no patient contact and the lens was received cut into two pieces and with what appears to be surgical residue. The surgery center contact confirmed there was no patient contact in this case and she was surprised the lens that was returned was in two pieces. She mentioned there may be some cross contamination of betadine solution that may look like there is blood on the lens. She did not think of any reason to have a cut on the lens. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that when doctor opened a za9003 intraocular lens (iol) from the box, a scratch was noted on the lens. A new iol with same model and diopter was used. Reportedly, the patient is fine. No further information was provided.